Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the versacross connect and was and successfully performed the transseptal puncture. A pigtail catheter was then inserted, and the patient was believed to have been given heparin. The wds was being prepared when the patients activated clotting time (act) was in the 100s and it was noted that the heparin line was not connected to the patient. The patient did not receive the heparin dose. The physician pulled the devices back into the right atrium. A thrombus was seen on the pacemaker leads and interatrial septum. The pigtail catheter was taken out of the was and there was thrombus forming on the proximal end. The was was pulled back and the patient was given heparin. A new was was then inserted and positioned in the patient to help occlude the transseptal puncture location so the thrombus would not go from right atrium to left atrium. A non-boston scientific thrombectomy device was then used to retrieve the thrombus that was in the right atrium. After successfully removing the thrombus, the procedure was continued. The procedure was successfully completed with a closure device implanted in the laa of the patient. The patient did well following this event and showed no issues during a neurological assessment later that day. The patient is expected to make a full recovery from this event.